Event description:
The customer reported to baxter (B)(4) an issue with the interlink continu-flo soln set, 3 inj sites, 10 dpm , in which a the hub pulled out. There was no patient involvement, injury or adverse event is reported. No further information is available

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number is unknown.